Event description:
It was reported that the patient has been receiving a patient notification for low impedance. The patient was sent home with a monitoring system. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.